Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:11 was confirmed. Typically, this failure is related to the air in line printed circuit board.

Event description:
The facility reported a fail code 810:11, during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention.